Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after implant, the implantable pulse generator (ipg) had eroded through the pocket and the patient experienced infection. It was further reported that the pocket was open and the ipg was visible. Cultures were taken and antibiotic treatment was necessary. The ipg system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.